Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that failure to capture at high output was observed. There was also an acute spike in lead impedance prior to the replacement procedure. Lead fracture was noted. Lead was capped and replaced on (B)(6) 2016. Patient was bradycardic (patient's intrinsic rhythm) but stable prior to the procedure and the patient was in good condition after the procedure.

Manufacturer narrative:
Section device manufacture date was not initially reported. The device manufacture date is march 27, 2008.